Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. It was suspected that the customer may be using an incorrect breast shield size. The customer was sent 27mm flex breast shields and lanolin cream. On 05/23/2019, the customer provided additional information to customer service. After receiving her replacement breast shields, she was still experiencing the same issue with blister irritation and lack of letdown. Customer service indicated that she may need a smaller breast shield size, but the customer indicated that she was sized by a lactation consultant as needing 24mm. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2019, the customer alleged to medela (B)(4) that she was getting blood blisters on the outer edge of both nipples while pumping with her pump in style breast pump. She showed the blisters to her doctor and went to her lactation consultant, who told her she was using the correct breast shield size, but she was not getting a letdown. She was prescribed medication for the blood blisters.